Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for ketoacidosis while using the aviva system. In the morning on (B)(6) 2016, the patient received a result "within target range" at an unknown time. The patient was taken to the hospital in the afternoon on (B)(6) 2016. The patient received the following results on an aviva system, compared to a professional meter and lab result, within 10 minutes: 129 mg/dl (aviva), "hi" mg/dl (hospital meter), and 939 mg/dl (lab). The patient had symptoms of vomiting and was diagnosed with ketoacidosis. The type of treatment given to the patient was not provided. It is unknown how long the patient was hospitalized. No further information was provided. Return of the suspect device was requested for evaluation.